Event description:
The pt experienced a burning sensation. The lead impedance measurements were greater than 10,000 ohms. The pt underwent a revision surgery. One of the extensions came out of the connector block, it was not tightened down. An impedance check was run after the extension was reconnected, and it was working correctly. Add'l info has been requested.

Manufacturer narrative:
(B) (4).